Manufacturer narrative:
The device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found that the device was returned in it's original packaging. The inserter tine was bent. The anchor and sutures were returned. The returned anchor had a distal fracture on the tip. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. A review of the raw materials found that a material certificate of analysis is required. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device tip, attempted correction of a damaged device, or an inadvertent impact event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Additional information in b5.

Event description:
It was reported that during a surgery the footprint anchor broke off. All the parts were removed by suction and the procedure was successfully completed without a significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Reference number: (B)(4).

Event description:
It was reported that during a surgery the footprint anchor broke off. All the parts were removed and the procedure was successfully completed without a significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.